Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 47 mg/dl, 239mg/dl, 124mg/dl, 162mg/dl. Tests were done wihin <10 minutes with a difference of 65 %. Pt did not experience any adverse events. No further info has been reported.